Event description:
It was reported that the pt came home from nursery and was no longer able to hear on his left side. The pt is bilaterally implanted. Testing confirmed that the device has malfunctioned.